Event description:
The reported description of this complaint notes that the pt monitor fell. No pt injury was reported.

Manufacturer narrative:
(B)(4): the reported description of this complaint notes that the pt monitor fell. No pt or staff injury was reported. Philips has not yet determined that there was no mounting problem. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.